Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced particulate matter in their transfer set. The particulate matter was further described as black specs inside and around the patient¿s transfer set. Black mold was noted to be growing in the room where the patient performs pd therapy. As a result of the event, the patient¿s pd transfer set was replaced. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.